Event description:
Reporter indicated a vnd dell x5 computer was freezing on different screens. Reseating the flashcard resolved the freezing but the freezing continues to occur. The computer and flashcard have been returned and are currently in product analysis.